Event description:
Burns and bubbling up/3 prominent, red blistering marks, and one was discharging [burns second degree] 3 prominent, red blistering marks, and one was discharging [wound drainage] she was not putting very much pressure on her back area [device misuse] hasn't been able to sleep [insomnia] uncomfortable [discomfort]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (robax lower back and hip heatwrap) (lot#: j07929, expiration date: mar2017) which she purchased for the first time on an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she read the packaging where it said it could cause burns/irritation. She reported using one wrap on (B)(6) 2015, and after 3-4 hours of wearing the wrap she started feeling uncomfortable. The patient mentioned the wrap did not feel that hot. She was not putting very much pressure on her back area. The patient removed the wrap and noted red marks where the cells would have been located. She realized they were burns, and the marks started bubbling up. The patient reported 3 prominent, red blistering marks, and one was discharging. She was treating them with polysporin. The patient threw the wrap she wore out in the garbage, but she had the box and the 2 unused wraps. She wanted a refund and compensation for her suffering, because she had not been able to sleep and because she was still in pain. She stated that she might send this information to social media and might seek a lawyer. Action taken with the product was unknown. At the time of the report, clinical outcome of the event was not recovered. Additional information has been requested and will be provided as it becomes available. Company comment: based on the available information, the company cannot exclude a possible contribution of the suspect device product to the reported events of second degree burns described as burns and bubbling up/3 prominent red blistering marks, and one was discharging. This case is medically assessed as serious and initial reportable case.